Event description:
Caller states the patient tested 6.8 inr on the coaguchek s and 3.3 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspected system and replacement was sent.